Event description:
It was reported that some time post chronic catheter placement procedure, the catheter allegedly fractured. It was further reported that the catheter allegedly leaked from the bifurcation site. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2025). Device pending return.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hickman d/l catheter was returned for evaluation. Functional, gross visual, and microscopic visual evaluations were performed. A complete circumferential break was noted approximately 2.9cm from the distal end of the y-body. However, striations were noted throughout. Although, a sample was received, one photo was provided for review. The photo shows a d/l catheter held by a clinician. A fracture was noted near the y-body. Based on the provided photo, the reported fracture and fluid leak issues can be confirmed. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues, as a longitudinal break was noted just distal of the y-body. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months post chronic catheter placement procedure, the catheter was allegedly fractured. It was further reported that the catheter allegedly leaked from the bifurcation site. Reportedly, the device was removed and replaced. There was no reported patient injury.